Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 230 mg/dl at its highest. The customer observed insulin flowing through the infusion tubing during fill tubing and once fill tubing was stopped, the insulin reversed back into the infusion tubing causing a large gap of air to form. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.